Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation by the left ventricular (lv) lead. Reprogramming was performed. The lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.